Event description:
Customer reported no reactivity with vss376 and a patient sample with anti-e. Is crossmatch was performed. Patient was transfused 9 units of blood. Patient experienced a transfusion reaction. Customer indicated that 3 of the 9 units were e+.

Manufacturer narrative:
Ocd performed a batch review of this lot. Satisfactory results were observed. A complaint review was performed. There are no similar complaints against this lot. (B)(4).